Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary half height drawer 6.2 and 5.1 had failed. A field service engineer powered off the station and reseated the row board connectors for drawers 5 (1 & 2) and 6 (1 & 2). The hardware test application (hta) test was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 6.2 and 5.1 had failed. Attempted to recover storage space for drawers 6.2 and 5.1; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.